Manufacturer narrative:
(B)(4). A review of the complaint history, drawings, device history record, documentation, manufacturing instructions, quality control, and functional testing of the returned device was conducted during the investigation. One sealed, unused three-way plastic stopcock (different device from the same lot) was returned for investigation. Laboratory results showed no leaks or cracks when injecting water through the returned device. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There was one other reported complaint for this lot number, reported by the same customer. Based on the information provided and the results of our investigation, a definitive root cause could not be determined. Measures have been conducted to address this failure mode. Monitoring will continue to be performed for similar complaints.

Event description:
It was reported that during the embolization procedure for treatment of hepatic carcinoma the three-way plastic stopcock was leaking on the closed side (without holes). There was no reported injury to the patient.